Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high on cgm due to needing settings adjustments. High bg was addressed with a correction bolus via pump and a manual injection. Customer is working with health care provider to get setting adjusted.